Event description:
It was reported that the handpiece was reading as overheating on the console while being tested. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the rotor, as well as, problems with the motor, sag head, and bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.